Event description:
Further information was received indicating on september 13, 2021, the right ventricular (rv) lead was capped and replaced during device replacement surgery for normal eri due to a loss of capture. The suspected cause was due to fibrosis of the rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high right ventricular (rv) capture threshold was observed. The device was set to high output mode to overcome the high rv capture threshold which caused the device battery to deplete. The left subclavian vein was occluded so a new rv lead could not be implanted. Instead, the device was replaced and the rv lead will continue to be monitored. There was no alleged malfunction on the device. The patient was stable.